Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for non-malignant pain. It was reported the rep was going into a revision case but did not know the reason for the revision being performed at that time of the report. It was unknown if the patient had experienced any symptoms. It was also unknown when the issue began. No further complications were reported. Additional information was received from the manufacturing representative (rep). The rep reported the revision occurred due to the positioning of the pump in the pocket. The patient found the placement to be uncomfortable as the top of the pump appeared to not be sutured down. There was no issue with the pump or catheter. It was unknown how the pump came to be positioned in this fashion. The patient did not experience any therapy symptoms due to the issue. It was unknown when the issue began. The issue was identified by the patient noticing the pump was no longer lying flat in their abdomen. During the revision on (B)(6) 2018, the pump was repositioned and sutured down on all four suture loops. The issue had been resolved at the time of the report. The device was working properly and positioned at a more comfortable level. The patient's weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider on 2018-jun-11. It was reported the patient was seen on (B)(6) 2018. The patient presented for a follow-up lesi (lumbar epidural steroid injection) procedure performed on (B)(6) 2018. The procedure was performed by the patient¿s managing doctor. The patient received 80% relief from the procedure for 2 days and was at 50% (as of (B)(6) 2018). The patient reported the pain was located at her lower back radiating down the left leg to the foot. The leg pain was gone at the time of the report. The pain quality was shooting and sharp. The patient¿s pain was constant. The patient reported their pain was worse when they were standing, walking. The patient reported their pain was resolved by sitting, meds. The patient was currently taking percocet. The patient reported a 20% relief of pain when taking her medication. The patient reported no change in pain medication effectiveness since the procedure was performed. The patient¿s sleep quality had not changed. It was noted the patient had poor sleep. The patient¿s activity level had improved. The patient¿s pain assessment was at a 6/10. It was noted the patient¿s pump was located in the right lower quadrant (rlq) and the pump pocket was stable and within normal limits. The pump had been programmed to deliver 20 mg/ml of dilaudid at 9.991 mg/day. The pump was decreased 9%. The patient¿s diagnoses included: radiculopathy, lumbosacral region; post-laminectomy syndrome; and breakdown (mechanical) of internal prosth. The plan was to repeat the lumbar epidural steroid injection in three months, keep the previously scheduled pump refill, and order a pump pocket revision. It was noted the lumbar epidural steroid injection was for the patient¿s radiculopathy, lumbosacral region, and post-laminectomy syndrome. The pump revision was also for the patient¿s radiculopathy and lumbosacral region. It was noted the pump was flipped on its side. The patient was to continue with oral opioids. The patient was also seen on (B)(6) 2018 for follow up to a lumbar epidural steroid injection performed on (B)(6) 2018. The patient reported a 10-20% pain reduction from the procedure. The patient reported they were able to stand a bit longer and were more comfortable at rest. Sleep quality had not changed. The patient reported their pain was at a 5/10. The patient reported no complications from their last visit. The patient reported a 40% pain reduction with current medication. The patient denied any adverse events and reported that she was able to increase her activity and perform activities of daily living with relief from the medication. The patient reported pain with palpation, mild, flexion pain, and extension pain. The plan was to continue current treatment and care, continue taking the opioids as prescribed, and the undergo the scheduled pump revision. The patient¿s past medical history included: shortness of breath when lying flat, swelling of the legs and feet, high cholesterol, excessive thirst, chronic constipation, frequent urination, bruises easily, back pain, fatigue, widespread pain, arthritis, leg pain, headache (not specified), inability to walk, loss of coordination, blurred vision (wears glasses), asthma, chronic obstructive pulmonary disease (copd), pneumonia, tobacco abuse, chronic bronchitis, wheezing, childhood measles and mumps. Allergies included codeine and morphine.